Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot# v374172, implanted: (B)(6) 2009, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0227967v, implanted: (B)(6) 2003, product type lead; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
It was reported the patient had an EKG about one month prior to report which turned the implantable neurostimulator (ins) off, but then turned it back on. It was stated the patient was in the emergency room for a cough about one week prior to report and realized her ins was off on (B)(6) 2013. It was noted the left ins was the one that would turn off 'on it's own' but the patient had no return of symptoms since having the ins off. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).